Event description:
It was reported that the patient¿s ipg was explanted on an unknown date. The reason for the explant is unknown.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.